Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported by the patient that infusion sets fell off during use on (B)(6) 2024. Infusion set was in use for 1 hour. Patient blood glucose level was i180mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information provided.